Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial right knee arthroplasty procedure, the pad of the impactor fractured while the femur was being impacted onto the patient. There was no patient impact nor surgical delay. The surgeon used a second device to complete the procedure without complication.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of use and it was fractured. The potential field age of the device is 9 years, 10 months. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to wear and tear of the instrument due to repeated use. The device has been in the field for more than 9 years and undergone an unknown number of surgeries and cleaning cycles. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.